Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc). Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during surveillance culturing test by the facility, the subject device repeatedly tested positive for unspecified number of following bacteria; on (B)(6) 2017, the forceps elevator wire channel tested positive for brevibacillus and lysinibacillus. On (B)(6) 2018, the forceps elevator wire channel tested positive for enterobacter cloacae and the air/water channel tested positive for staphylococcus warneri. On (B)(6) 2018, the forceps elevator wire channel tested positive for stenotrophomonas maltophilia and the other part of the subject device tested positive for staphylococcus warneri and staphylococcus epidermidis. The subject device had been brushed with an olympus cleaning brush (bw-412t) and reprocessed using non-olympus automated endoscope reprocessor model steelco ew2. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus europa (oekg). The subject device was sent to a third party laboratory for additional microbiological testing. The testing indicated no microbial growth for the subject device. After the additional test, oekg evaluated the subject device. The evaluation confirmed the deformation of the bending section, and the deterioration and damage of the adhesive around the light guide lens. Oekg will offer the user facility a repair (replacement of the bending portion).

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".